Event description:
The customer reported that she was hospitalized after being involved in a car accident. The customer stated that she was driving at the time of the accident, and her blood glucose reading was 205 mg/dl. The customer stated that the insulin pump was damaged during the accident, and now there is a crack near the battery cap. The customer decided not to take the out of warranty replacement insulin pump at this time. The customer felt that she should receive an in-warranty replacement due to the accident taking place during the time that the insulin pump was under warranty. Advised the customer that a supervisor would review her request and call her back. Multiple attempts to contact the customer were made, but none were successful. Messages were left for the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.